Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration /migration of essure device-endometrial cavity'), ectopic pregnancy with contraceptive device ('ectopic, stillbirth/ miscarriage, birth - complication/pregnancy (ectopic)/ ectopic pregnancy (right)') and abortion of ectopic pregnancy ('ectopic, stillbirth/ miscarriage, birth - complication') in a 29-year-old female patient who had essure (batch no. 787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy in 2011, multigravida, parity 3 (dates of live births: (B)(6) 2004, (B)(6) 2009, (B)(6) 2010), uterine fibroids and abortion spontaneous. Concurrent conditions included hypertension. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011 for pelvic pain female as well as hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since (B)(6) 2011 and minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic pain/pain"), psychological trauma ("psych injury related to essure/anxiety and mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), headache ("other injuries/symptoms : headaches"), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and depression ("psychological or psychiatric problems¿depression"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 11 months 1 day after insertion of essure. On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and autoimmune disorder ("autoimmune reaction"). The patient was treated with metronidazole benzoate (flagyl), nsaids and surgery ((B)(6) 2012 - hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, vaginal infection, vaginal discharge, headache, vaginal haemorrhage, bacterial vaginosis, vulvovaginal candidiasis and autoimmune disorder had resolved and the abortion of ectopic pregnancy, psychological trauma, menorrhagia, migraine and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, autoimmune disorder, bacterial vaginosis, depression, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, migration, uti, vaginal infection, vaginal discharge, headaches. Pregnancy with complication was reported but it was not specified. Lot number: 787230, manufacturing date: 2010-10, expiration date: 2013-10. She had been treated for pain, bleeding, autoimmune reaction, ectopic pregnancy, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2012: positive. Ultrasound scan vagina - on an unknown date: single live intra-uterine pregnancy with fetal heart rate of 121 beats per minute ultrasound gestational age approximately 6 weeks and 1 day. Right ovarian cyst measuring 1.9 cm in diameter.; on (B)(6) 2011: positive cardiac activity. Essure coil on left side normal position but right coil completely intrauterine in location. Uterine fibroid. Right ovarian cyst 1.4 cm.; on(B)(6) 2012: intrauterine demise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /migration of essure device-endometrial cavity'), ectopic pregnancy with contraceptive device ('ectopic, stillbirth/ miscarriage, birth - complication/pregnancy (ectopic)/ ectopic pregnancy (right)'), abortion of ectopic pregnancy ('ectopic, stillbirth/ miscarriage, birth - complication') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy in 2011, multigravida, parity 3 (dates of live births: (B)(6) 2004, (B)(6) 2009, (B)(6) 2010), uterine fibroids and abortion spontaneous. Concurrent conditions included hypertension. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic pain/pain"), psychological trauma ("psych injury related to essure/anxiety and mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), headache ("other injuries/symptoms : headaches"), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and depression ("psychological or psychiatric problems¿depression"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 months 1 day after insertion of essure. On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery ((B)(6) 2012 - hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, psychological trauma, vaginal haemorrhage, menorrhagia, migraine and depression outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, vaginal infection, vaginal discharge and headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, depression, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, migration, uti, vaginal infection, vaginal discharge, headaches. Pregnancy with complication was reported but it was not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2012: positive. Ultrasound scan vagina - on an unknown date: single live intra-uterine pregnancy with fetal heart rate of 121 beats per minute ultrasound gestational age approximately 6 weeks and 1 day. Right ovarian cyst measuring 1.9 cm in diameter.; on (B)(6) 2011: positive cardiac activity. Essure coil on left side normal position but right coil completely intrauterine in location. Uterine fibroid. Right ovarian cyst 1.4 cm.; on (B)(6) 2012: intrauterine demise. Concerning the injuries reported in this case, the following one confirmed in patient¿s medical records:vaginal bleeding, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs and mr received. New event abnormal bleeding (vaginal), menorrhagia, migraines, depression were added, lab data, historical and concomitant condition, concomitant drug and new reporter were added, device removal date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration /migration of essure device-endometrial cavity'), ectopic pregnancy with contraceptive device ('ectopic, stillbirth/ miscarriage, birth - complication/pregnancy (ectopic)/ ectopic pregnancy (right)'), abortion of ectopic pregnancy ('ectopic, stillbirth/ miscarriage, birth - complication') and pelvic inflammatory disease ('pid (pelvic inflammatory disease)') in a 29-year-old female patient who had essure (batch no. 787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy in 2011, multigravida, parity 3 (dates of live births: (B)(6) 2004, (B)(6) 2009, (B)(6) 2010), uterine fibroids, abortion spontaneous, spotting vaginal, cramp in lower abdomen, pap smear abnormal, vaginal discharge, pelvic pain female, pelvic inflammatory disease, obesity, neck strain, arthralgia, hypertension, lower abdominal pain, loop electrosurgical excision procedure, acute cystitis, yeast vaginitis, gastroenteritis, anxiety, back pain, headache and tenderness. Concurrent conditions included hypertension. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011 for pelvic pain female as well as hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since (B)(6) 2011 and minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic pain/pain"), psychological trauma ("psych injury related to essure/anxiety and mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), headache ("other injuries/symptoms : headaches"), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and depression ("psychological or psychiatric problems¿depression"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 11 months 1 day after insertion of essure. On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and autoimmune disorder ("autoimmune reaction"). The patient was treated with metronidazole benzoate (flagyl), nsaids and surgery ((B)(6) 2012 - hysterectomy (full), salpingectomy (unilateral) and excision of essure, bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, vaginal infection, vaginal discharge, headache, vaginal haemorrhage, bacterial vaginosis, vulvovaginal candidiasis and autoimmune disorder had resolved and the abortion of ectopic pregnancy, pelvic inflammatory disease, psychological trauma, menorrhagia, migraine and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, autoimmune disorder, bacterial vaginosis, depression, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, migration, uti, vaginal infection, vaginal discharge, headaches. Pregnancy with complication was reported but it was not specified. Lot number: 787230, manufacturing date: 2010-10, expiration date: 2013-10. She had been treated for pain, bleeding, autoimmune reaction, ectopic pregnancy, bladder/urinary problems. Discrepancy note in removal date (B)(6) 2015(as per mr). Right partial salpingectomy following failed essure (left side blocked) ((B)(6) 2012). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2012: positive. Ultrasound scan vagina - on an unknown date: single live intra-uterine pregnancy with fetal heart rate of 121 beats per minute ultrasound gestational age approximately 6 weeks and 1 day. Right ovarian cyst measuring 1.9 cm in diameter.; on (B)(6) 2011: positive cardiac activity. Essure coil on left side normal position but right coil completely intrauterine in location. Uterine fibroid. Right ovarian cyst 1.4 cm.; on (B)(6) 2012: intrauterine demise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: medical record received: event: 'pid (pelvic inflammatory disease)', medical history , reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration /migration of essure device-endometrial cavity'), ectopic pregnancy with contraceptive device ('ectopic, stillbirth/ miscarriage, birth - complication/pregnancy (ectopic)/ ectopic pregnancy (right)'), abortion of ectopic pregnancy ('ectopic, stillbirth/ miscarriage, birth - complication') and pelvic inflammatory disease ('pid (pelvic inflammatory disease)') in a 29-year-old female patient who had essure (batch no. 787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy in 2011, multigravida, parity 3 (dates of live births: (B)(6) 2004, (B)(6) 2009, (B)(6) 2010), uterine fibroids, abortion spontaneous, spotting vaginal, cramp in lower abdomen, pap smear abnormal, vaginal discharge, pelvic pain female, pelvic inflammatory disease, obesity, neck strain, arthralgia, hypertension, lower abdominal pain, loop electrosurgical excision procedure, acute cystitis, yeast vaginitis, gastroenteritis, anxiety, back pain, headache and tenderness. Concurrent conditions included hypertension. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011 for pelvic pain female as well as hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since (B)(6) 2011 and minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic pain/pain"), psychological trauma ("psych injury related to essure/anxiety and mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), headache ("other injuries/symptoms : headaches"), vaginal haemorrhage ("abnormal bleeding (vagina)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and depression ("psychological or psychiatric problems¿depression"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 11 months 1 day after insertion of essure. On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and autoimmune disorder ("autoimmune reaction"). The patient was treated with metronidazole benzoate (flagyl), nsaids and surgery ((B)(6) 2012 hysterectomy (full), salpingectomy (unilateral) and excision of essure, bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, vaginal infection, vaginal discharge, headache, vaginal haemorrhage, bacterial vaginosis, vulvovaginal candidiasis and autoimmune disorder had resolved and the abortion of ectopic pregnancy, pelvic inflammatory disease, psychological trauma, heavy menstrual bleeding, migraine and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, autoimmune disorder, bacterial vaginosis, depression, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, migration, uti, vaginal infection, vaginal discharge, headaches. Pregnancy with complication was reported but it was not specified. Lot number: 787230 manufacturing date: 2010-10 expiration date: 2013-10. She had been treated for pain, bleeding, autoimmune reaction, ectopic pregnancy, bladder/urinary problems. Discrepancy note in removal date (B)(6) 2015 (as per mr) right partial salpingectomy following failed essure (left side blocked) ((B)(6) 2012) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2012: positive. Ultrasound scan vagina - on an unknown date: single live intra-uterine pregnancy with fetal heart rate of 121 beats per minute ultrasound gestational age approximately 6 weeks and 1 day. Right ovarian cyst measuring 1.9 cm in diameter.; on (B)(6) 2011: positive cardiac activity. Essure coil on left side normal position but right coil completely intrauterine in location. Uterine fibroid. Right ovarian cyst 1.4 cm.; on (B)(6) 2012: intrauterine demise. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration /migration of essure device-endometrial cavity'), ectopic pregnancy with contraceptive device ('ectopic, stillbirth/ miscarriage, birth - complication/pregnancy (ectopic)/ ectopic pregnancy (right)') and abortion of ectopic pregnancy ('ectopic, stillbirth/ miscarriage, birth - complication') in a 29-year-old female patient who had essure (batch no. 787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy in 2011, multigravida, parity 3 (dates of live births: (B)(6) 2004, (B)(6) 2009, (B)(6) 2010, uterine fibroids and abortion spontaneous. Concurrent conditions included hypertension. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011 for pelvic pain female as well as hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since (B)(6) 2011 and minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic pain/pain"), psychological trauma ("psych injury related to essure/anxiety and mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), headache ("other injuries/symptoms : headaches"), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and depression ("psychological or psychiatric problems¿depression"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 11 months 1 day after insertion of essure. On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and autoimmune disorder ("autoimmune reaction"). The patient was treated with metronidazole benzoate (flagyl), nsaids and surgery (B)(6) 2012 - hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, vaginal infection, vaginal discharge, headache, vaginal haemorrhage, bacterial vaginosis, vulvovaginal candidiasis and autoimmune disorder had resolved and the abortion of ectopic pregnancy, psychological trauma, menorrhagia, migraine and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, autoimmune disorder, bacterial vaginosis, depression, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, migration, uti, vaginal infection, vaginal discharge, headaches. Pregnancy with complication was reported but it was not specified. Lot number: 787230 manufacturing date: 2010-10 expiration date: 2013-10 she had been treated for pain, bleeding, autoimmune reaction, ectopic pregnancy, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2012: positive. Ultrasound scan vagina - on an unknown date: single live intra-uterine pregnancy with fetal heart rate of 121 beats per minute ultrasound gestational age approximately 6 weeks and 1 day. Right ovarian cyst measuring 1.9 cm in diameter.; on 14-dec-2011: positive cardiac activity. Essure coil on left side normal position but right coil completely intrauterine in location. Uterine fibroid. Right ovarian cyst 1.4 cm.; on (B)(6) 2012: intrauterine demise. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event bacterial vaginosis, candidal vaginosis,autoimmune reaction added. Event outcome for pain, bleeding, bladder/urinary changed to recovered. Event genital haemorrhage updated to nonserious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration /migration of essure device-endometrial cavity'), ectopic pregnancy with contraceptive device ('ectopic, stillbirth/ miscarriage, birth - complication/pregnancy (ectopic)/ ectopic pregnancy (right)'), abortion of ectopic pregnancy ('ectopic, stillbirth/ miscarriage, birth - complication') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy in (B)(6) , multigravida, parity 3 (dates of live births: (B)(6) 2004, (B)(6) 2009, (B)(6) 2010), uterine fibroids and abortion spontaneous. Concurrent conditions included hypertension. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic pain/pain"), psychological trauma ("psych injury related to essure/anxiety and mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), headache ("other injuries/symptoms : headaches"), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and depression ("psychological or psychiatric problems¿depression"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 11 months 1 day after insertion of essure. On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (on (B)(6) 2012 - hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, psychological trauma, vaginal haemorrhage, menorrhagia, migraine and depression outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, vaginal infection, vaginal discharge and headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, depression, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, migration, uti, vaginal infection, vaginal discharge, headaches. Pregnancy with complication was reported but it was not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2012: positive. Ultrasound scan vagina - on an unknown date: single live intra-uterine pregnancy with fetal heart rate of 121 beats per minute ultrasound gestational age approximately 6 weeks and 1 day. Right ovarian cyst measuring 1.9 cm in diameter.; on (B)(6) 2011: positive cardiac activity. Essure coil on left side normal position but right coil completely intrauterine in location. Uterine fibroid. Right ovarian cyst 1.4 cm.; on (B)(6) 2012: intrauterine demise. Concerning the injuries reported in this case, the following one confirmed in patient¿s medical records:vaginal bleeding, abdominal pain. Lot number: 787230; manufacturing date: 2010-10; expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), ectopic pregnancy with contraceptive device ('ectopic, stillbirth / miscarriage, birth - complication'), abortion of ectopic pregnancy ('ectopic, stillbirth / miscarriage, birth - complication') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain / pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure"), urinary tract infection ("bladder / urinary problems: uti"), vaginal infection ("bladder / urinary problems: vaginal infection"), vaginal discharge ("bladder / urinary problems: vaginal discharge") and headache ("other injuries / symptoms : headaches") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2012 - hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, vaginal infection, vaginal discharge and headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, migration, uti, vaginal infection, vaginal discharge, headaches. Pregnancy with complication was reported but it was not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 04-sep-2019: pfs received: patient demography was added. New events "ectopic pregnancy, abortion of ectopic pregnancy, device ineffective, abdominal pain, general abnormal bleeding, psych injury related to essure, migration, bladder / urinary problems: uti, vaginal infection vaginal discharge, other injuries / symptoms: headaches" were added. Outcome of events "pelvic pain" was updated as "recovered / resolved". No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.